Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device returned with a detachment on the hypotube at the distal hypotube markerband. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube proximal and distal to the detachment site. Torsional kinking was evident to the distal shaft. The inner lumen could not be verified with a 0.015 inch mandrel due to the torsional kinking. The stent was positioned between the markerbands as per specification. No stent deformation was noted. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: resolute onyx rx coronary drug eluting stent was used to treat a mildly tortuous, moderate calcified lesion in the mid lad. The lesion was pre-dilated. Resistance was noted during withdrawal of the stent with excessive force used. It was reported that the catheter broke in half during withdrawal of the device, while the stent was in the guide catheter in the patient. The entire catheter and stent were removed in a single piece. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly calcified lesion. The device was inspected with no issues noted. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the catheter broke in half during delivery through the vessel. It was stated that it was difficult to cross the lesion with the stent and much force and torque was used. The catheter broke in half after the force and torque techniques used. The entire catheter and stent was removed from the patient's coronary artery. The patient was reported to be alive with no injury.